Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 22 mmol/l. Troubleshooting was performed in the hospital, and it was stated that the cannula was bent when the infusion set was removed. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.